Manufacturer narrative:
Results relayed by the engineer: the nature of the damage to the inner pouch issue indicates a specific repeated event related transportation movement. Without all the packaging, it is not possible to confirm any other cause. This packaging has been validated under validation report bm-val-001. This looks like an isolated incident but the customer complaints will be monitored for any further complaints of this kind. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for this part/lot. Condition is addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a hole in the sterile packaging from the stem poking through. Surgeon did not feel comfortable with the integrity of the sterile packaging, and surgeon opened another stem to be used for the total hip procedure on (B)(6) 2014. There was not a delay greater than 30 minutes due to this event. No further information has been provided.